Event description:
Patient has experienced symptoms consistent with a response to excess metal ion release from the joint

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Provided patient x-ray and photographs were reviewed and it was found it could not be determined that the complaint was or was not product related. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. No other reports were found against the remaining product/lot code combinations. Previous review of provided patient x-rays did not identify any product contribution to the reported event. The investigation can draw no conclusions with information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.